Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the patient's low voltage lead exhibited loss of capture. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix found retracted with traces of blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.